Event description:
It was reported while trying to pull the tubing with the one-way valve through the trocar of the device and the edge of the one way valve has caught on the "lip" of the trocar and been removed from the tubing, falling into the patient's abdomen. The piece was retrieved. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.